Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, during the procedure, during the inflation of the balloon, the physician applied one bar of pressure and the balloon burst. The balloon had a longitudinal burst that caused a urethra dissection in the patient. The physician implanted a ureteral stent. The physician did not complete the procedure due to this event. During the last follow-up, the condition of the patient was reported as "great".